Manufacturer narrative:
The returned device was evaluated. Upon receiving, the device failed visual inspection due to minor scratches on the screen and cosmetic defects. The device was able to power on using ac and dc power. The device was not able to obtained any readings because right after connecting a sensor for testing, the unit would show the alarm limit visually, but no sound was heard and would go into a 7 beeps error; which indicates speaker error. Internal inspection revealed the bad speaker had an open resistance across the positive and negative leads as opposed to the rating of 8 ohms. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reports radical-7 does not alarm. No consequences or impact to patient was reported.